Event description:
On (B)(6) 2013, the patient contacted animas, alleging that he had hypoglycemic reading of 30-40 mg/dl with symptoms of ¿profusely sweating and jittery¿ after his doctor made a drastic change in his basal settings. At the time of concern, the patient was able to administer self treatment with carbohydrate and disconnected from the subject pump. The patient reportedly did not require any hcp treatment. The patient stated that the doctor¿s recent change in the basal setting for the nighttime was too high and requested assistance from the animas representative to change the basal settings closer to where it was. The animas representative walked the patient through the process of change his basal setting and recommended that he clears this change with his hcp. The patient continues on insulin pump therapy and will call his hcp for further assistance. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had hypoglycemic readings and symptoms due to a drastic changed to his basal setting on the animas pump. The subject pump was not replaced as there was no evidence of a product malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.